Manufacturer narrative:
The lead was explanted and replaced. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this right ventricular lead had exhibited noise leading to oversensing. Pacing was not inhibited for longer than two seconds. Recently, additional information was received that three months later this lead was explanted and replaced for a suspected lead fracture. No adverse patient effects were reported.